Event description:
A malfunction alarm occurred with the customer's pump, specifically indicating malfunction code 16, and the pump could not be reset. The reported blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact on the customer's blood glucose level. The customer planned to use multiple daily injections (mdi) as a backup therapy to ensure insulin delivery was not interrupted. Tandem technical support arranged for a replacement pump and instructed the customer to put the faulty pump into storage mode and return it using a pre-paid label within ten days.